Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 104 mg/dl (meter) and 22 mg/dl (lab) within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced a hypoglycemic event and was treated with dextrose.